Manufacturer narrative:
Supplemental MDR no. 2016493-2025-00405_supplemental1 was submitted to recall MDR no. 2016493-2025-00405 as complaint belong asset :medstation¿ 3500. Medstation3500 is not a class I device. Hence 2016493-2025-00405 was recalled as the case filed in error as reportable.

Event description:
It was reported when using bd pyxis¿ medstation¿ es, medication not loaded and report not showing the station. The customer stated that it prevented the user from obtaining medication. There was no delay in patient care. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a pyxis medstation system had, medication not loaded and report not showing the station. The customer stated that it prevented the user from obtaining medicament medication. There was no delay in patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.